Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they thought the device was working but when they went to use the device the next day after charging the implant, the implant battery was only going down to 80%. Patient stated that usually the implant would go down to 30%. Patient mentioned that they had been in pain so they thought something was strange but they tried over the holidays and it was not working right. Patient stated they were in pain all the time. Patient mentioned they are not feeling a thing when asked if patient can feel stimulation. Agent walked patient through adjusting therapy and agent walked patient through turning stimulation on in each programs in group c. Patient was on group c with programs 1-4. Patient increased stimulation to where they could feel stimulation comfortably in their right hip, stimulation going across their back to their lower hip and to their left leg. Agent reviewed device function and informed patient to monitor. The troubleshooting steps that were taken on the call resolved the issue. Patient called back repeating information from previous call. Patient reported that they have tried controller resets and that does not seem to help; patient added that things have been this way for 3 days now. Agent walked patient through an ac power reset of the controller; patient confirmed controller powered back on and had a solid light. Patient stated the controller was at 100% and the implant was at 80%; agent had patient verify stimulation was on. Agent asked patient if they tried switching groups; patient said they did not. Agent walked patient through switching from group c to b but patient felt nothing; patient switched from group b to a still felt nothing. Patient noted they are in a lot of pain. Additional information was received; the pt believes there may be something wrong with her ins as during the same time frame when her charging issue began (event date: pt said 'months' but narrowed that down to around three months ago). The pt's concern is that she had noticed that her ins had only discharged to %80 on a particular day when usually it discharges to %30. The pt is claiming the ins is not discharging as it had in the past. The caller states he is with the pt today and the pt notes that numerous times when she goes to charge, it is not charging. The pt states the charging is inconsistent, sometimes it works. Rep provided charging session data; agent noted to rep that the tablet time is not correct as the dates are occurring in the future. Caller provided sessions: 1-27 1.3 hours 10-60% good 1-28 1.8 hours 10-100% good 1-29 1 hour 70-100% excellent 1-30 30 minutes 80-100% excellent 1-31 13 minutes 90-100% excellent the caller ran a recharge interval estimate and it displayed 1.9 days. The pt claims that the ins generally discharges from 100-30% each day. Agent reviewed charging considerations; caller noted that the pt has been told that she cannot consistently check the screen of the controller while charging as that will slow the process down. Agent noted that the charging does show the pt achieving excellent coupling and it is unlikely that replacing an external component at this time will change that but if the pt would like to try that it is a possibility. The caller states the ins pocket seems normal, not tilted etc. Agent advised the caller can consider having the pt keep a charge log for the next 1.5-2 weeks and the caller can corroborate that data with pt and then pull an mdt file for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.